Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a procedure, an intervention is applied. The respirator also showed a leak of over 60%; which does not correspond to what the device is delivering. There was no reported patient injury.

Manufacturer narrative:
Ge technical support received additional information from the customer that the reported ventilation difficult was due to the leak condition of the patients lungs, and confirmed that the operation of the engstrom ventilator was not the cause of the reported event. The unit continued to ventilate and alarms remained functional.